Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis found that the catheter was returned with blood and contrast visible in the inflation lumen and the loosely-folded balloon, which is consistent with device preparation, the reported use of the device and a leak or rupture in the balloon. A new indeflator was used in an attempt to pressurize the catheter and the analysis confirmed that there was a longitudinal rupture in the balloon at the proximal end of the distal marker. Scanning electron microscopy (sem) concluded that the balloon failure may have been attributed to mechanical damage to the outer surface. The longitudinal leak was confirmed to be located above the distal marker along a balloon fold/crease with mechanical damage adjacent to the leak. The distal balloon marker also exhibited a ridge in the material. In this case, there was no report of any leaks noted during preparation for use, which may indicate that the rupture was not present prior to the procedure; however, it is possible that the balloon and marker were damaged/pinched during manufacturing such that upon inflation attempt, the balloon ruptured as a result of the damage, though this cannot be confirmed. Balloon material ruptures may be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. It was reported that there was no tortuosity or calcification, suggesting that the patient anatomy may not have contributed to the reported difficulty. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. A definitive cause for the reported balloon rupture along the fold and damage noted could not be determined. A query of the complaint-handling database was performed and there have been no other incidents reported for a balloon rupture from this lot.

Event description:
It was reported that after successful predilatation was performed in the right coronary artery, using a 2.0 trek, additional predilatation was attempted using the 2.5 trek, however, the balloon ruptured when inflated to 6 atmospheres. The balloon was completely removed without difficulty and there was no adverse patient effect. Though requested no additional information was provided